Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported home health came to pt's house and PICC would flush but not draw blood. It was stated the patient's shirt was wet so brought him to the hospital via the ER on 6/16 and there was a hole identified in the catheter where the hub and extension leg meet. No other information was provided.